Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) twisted abnormally when the plunger was pushed. There was no patient contact and the event was observed during handling. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no patient contact with the product. Explant date: if explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter name and address: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.